Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MFR. ID#: 2134265-2011-02959. It was reported that post a stenting treatment procedure, myocardial infarction occurred. The patient presented at the time of the index procedure with a current non-q wave non-st elevation myocardial infarction (killip classification I). Cardiac catheterization revealed 2 target lesions. The first was a 90% stenosed and 12mm long lesion located in the first obtuse marginal (om1) coronary artery with a reference vessel diameter of 2.75mm. This was treated with predilation and deployment of a 2.25x16mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The second target lesion was treated during a staged procedure 1 day later. The 70% stenosed and 30mm long lesion was located in the mid left anterior descending (lad) coronary artery with a reference vessel diameter of 3.5mm. This was treated with direct stent placement of a 275x38mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The same day after the staged procedure, the patient experienced recurrent chest pain and cardiac enzymes were found to be elevated. The patient was diagnosed as having a myocardial infarction. Three days later, cardiac catheterization revealed the previously placed stents in the lad and om1 to be patent. A 70% stenosed lesion was identified in the proximal lad. This was treated with a 3.0x28mm taxus liberte stent overlapping with the previously placed mid lad stent. A 90% stenosed lesion in the proximal right coronary artery (rca) was treated with placement of 2.5x24mm and 2.5x12mm taxus liberte stents. The event of myocardial infarction is reported to be resolved without residual effects and the patient was discharged 2 days later on aspirin and prasugrel. It is the opinion of the physician that this event is not related to the taxus liberte stents.